Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences and that the sensor is not reading accurately. The customer indicated that the sensor glucose was 57 mg/dl and blood glucose was 207 mg/dl. Troubleshooting found that the sensor was in place for 4 days and was curved when removed. The customer was advised on proper insertion and site technique. Customer declined further troubleshooting.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor failed test.